Event description:
The lay/user patient contacted lfs alleging inaccurate high readings on their one touch ultra 2 meter. A medical affairs specialist (mas) was unsuccessful in getting a hold of the patient and sent the patient a letter to contact mas for a follow up. In late 2008, at an unspecified time the patient reportedly obtained a 174 mg/dl and a 152 mg/dl. It is unknown on the time difference between the two readings. The patient did not take any diabetes medication based on the meter reading. At an unspecified time later, the patient reportedly exhibited symptoms of feeling sweaty and blurred vision. Paramedics were called and at an unspecified time later. The patient's blood glucose on the paramedic's meter was 42 mg/dl and was treated with food. No further medical information was provided. The technique of applying blood on the test strip was correct. Products were replaced. The complaint is being reported since the patient alleged inaccurate high readings on the lfs meter and suffered symptoms suggestive of hypoglycemia. The patient was tested and was treated by the paramedics for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.